Event description:
On (B)(6) 2010 a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.

Manufacturer narrative:
The abutment screw was returned to sybron implant solutions (B)(4) and evaluated. A visual inspection indicated that the screw meets product specifications and that the fracture was not the result of a design flaw or a manufacturing error, but was likely due to overloading after screw loosening. In addition, it is possible that in this case a bad screw fit may have contributed to the fracture because foreign particles were detected in the screw threads which may have resulted in overloading at the screw head. This is not a product failure.